Event description:
It was reported that this left ventricular (lv) lead exhibited pacing not delivered when required. Subsequently, the lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.